Event description:
Philips received a complaint on the intellivue mx750 patient monitor, indicating that there was a speaker malfunction error message displayed. It was confirmed that there was no sound coming from the speaker. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
The philips field service engineer (fse) performed functional testing and confirmed there was no sound coming from the speaker. The fse replaced the speaker assembly to resolve the issue. Based on the information available, the cause of the reported problem was a defective speaker assembly. The reported problem was confirmed. The device was operational after repairs were completed. E1: reporter institution phone number (B)(6).